Event description:
It was reported that after the catheter was placed, the nurse was trying to draw blood out of the proximal port and was unable to get a return. This occurred right when the line was placed, so it wasn't in the pt long at all to be occluded. The medial and distal lines were opaque and the proximal lumen could still be flushed but no blood draws. Additional info received on 5/11/2010 by the intensive care unit (ICU) rn stated that the catheter had been placed in the pt's left subclavian vein. The female pt came into the ICU with the central venous pressure (cvp) not reading when attached to the brown port. At which time, it was switched to the blue port and worked fine. She also noted that the pt later expired in the ICU from other medical conditions not related to the catheter issue. No further details are available.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.